Event description:
It was reported that the patient had their implantable neurostimulator (ins) and extension explanted due to an infection. Follow up information reported that a culture was performed six weeks prior to explant, but the results were not known. The patient did not have any visible signs of infection at the time of replacement. The patient was treated with antibiotics at the time of removal and intraoperative antibiotics were used at the time of replacement. If additional information is received, a follow up report will be sent. Note: this event was reported on a different ins that was in the patient (see manufacturer's report #3004209178-2012-04386) but further review of the file indicated that the infection and removal may have occurred with the device in this report.

Manufacturer narrative:
Product ID, 37085-60 lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: unk product type extension. (B)(4).